Event description:
The customer initially reported that, prior to starting the procedure, the system displayed an error code message. The system was rebooted multiple times, with repeated displays of the same error message. Additional info received on 04/29/2008 stated that the pt had already been blocked, and was transferred to another facility to perform the procedure. There was no pt injury. The last case of the day was rescheduled.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported error code. He did confirm other error codes registered in the system log. The service representative replaced the power supply and the w10 cable. The system was retested and met specifications. The power supply and w10 cable have been returned for further investigation, which is still in progress. Investigation including root cause analysis is in progress. This report mailed in to FDA on: 05/29/2008.